Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the popliteal artery. The barewire and the nav6 emboshield embolic protection device were successfully placed distal to the lesion. The filter did capture some debris and during removal, there were issues capturing and retrieving the filter as the filter dropped lower into the vessel. Eventually, the filter was captured and removed, but the anterior tibial artery became totally occluded. Open thrombectomy was performed to open the artery, resolving the issue. No additional information was provided.

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of occlusion is listed in the emboshield nav6 instruction for use, as known possible adverse event that may be associated with the use of the device. Based on the reported information, a definitive cause for the reported difficulties and subsequent patient effects could not be determined. It may be possible that the difficulty retrieving the filter was due to an excessive embolic load causing difficulty collapsing the filter into the retrieval catheter resulting in migration of the filter; however, this could not be confirmed. Additionally, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.